Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue with the pcu system error was confirmed during the log review and was observed during testing. System error was replicated during power on-self-test. The pcu s/n (B)(6) passed all the pm (preventive maintenance) tests in alaris system maintenance (asm) (v12.5). Functional testing was performed on the pcu, and no problems or anomalies were found related to the reported event. An external and internal inspection for the suspect pcu was carried out and no problems or anomalies associated with the complaint reported by the facility were found. The system error code 133.6080 can occur when the supercapacitor (c245) on the logic board is discharged and the pcu is not connected to an ac power source for an extended period. A log review was performed for pcu s/n (B)(6) and can be observed below. On (B)(6) 2025, at 9:29:45 am, the pcu with serial number (B)(6) in the error logs show for first time system alarmed malfunction. Error code = 133.6080 (backup speaker failure). After (B)(6) 2025, the suspect pcu was neither turned on nor used until it arrived at the dchu facilities, where upon being turned on, it displayed the system error '133.6080'. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: device was disassembled for this investigation, please ensure proper assembly, torquing of screws, and appropriate testing is performed. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not be picking up the cost of the incidental repairs. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had system error 133.6080. There was no patient involvement.